Event description:
It was reported that the left ventricular (lv) lead was an attempted implant due to dislodgement. The marker was well inside the ostium of the vein. The delivery system was split and removed with no noticeable lead movement. After physician sutured the lead down imaging was acquired, at which point nearly the entire lead had pulled out of the target branch. The lead was attempted a second time. After completing the lead placement; again making sure the marker was deep into the target branch, the delivery system was split and removed. The lead was sutured down and imaging was acquired indicating excellent lead placement. The new pulse generator was connected and again imaging acquired revealing the lead again had almost completely pulled out of the target vessel. The physician used a different lead and implanted it successfully. There were no adverse patient effects reported.

Event description:
It was reported that the left ventricular (lv) lead was an attempted implant due to dislodgement. The marker was well inside the ostium of the vein. The delivery system was split and removed with no noticeable lead movement. After physician sutured the lead down imaging was acquired, at which point nearly the entire lead had pulled out of the target branch. The lead was attempted a second time. After completing the lead placement; again making sure the marker was deep into the target branch, the delivery system was split and removed. The lead was sutured down and imaging was acquired indicating proper lead placement. The new pulse generator was connected and again imaging acquired revealing the lead again had almost completely pulled out of the target vessel. The physician used a different lead and implanted it successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.